Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that an implanted impella rp pump experienced persistent high purge pressure throughout the course of support. The cassette, automated impella controller, and purge solution were changed in an attempt to troubleshoot the issue, but the issue persisted. Support was able to be continued with the implanted pump until planned weaning and explant. There was no harm to patient and the patient survived the event.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined g1 reporting contact email revised on manufacturer device report 1220648-2024-13596 in accordance with updated procedures.